Event description:
It was reported that 50 of the bd q-syte luer access was leaking. The following was received by the initial reporter: blood depository reported that the port connecting the product to the syringe was found to be leaking during use.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 23-aug-2023. H.6. Investigation summary: bd received two q-syte closed luer access devices from lot 2194413 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed leakage occurring at the vent hole. The units were disassembled to inspect the column septum. Upon removal, the engineer observed a hole in the column wall of both units. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. Unfortunately, the engineer was unable to determine a definitive root cause for the observed damage. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 50 of the bd q-syte luer access was leaking. The following was received by the initial reporter: "blood depository reported that the port connecting the product to the syringe was found to be leaking during use."